Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7300966; medical device expiration date: 2022-10-31; device manufacture date: 2017-11-29; medical device lot #: 6253499; medical device expiration date: 2021-08-31; device manufacture date: 2016-09-20. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ IV catheter had foreign matter contained in the catheter material. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: one sample unit of lot number 6253499 and six sample units of lot number 7300966 were received for evaluation by our quality engineer team. A device history record review did not reveal any issues during the production of lots 7300966 and 6253499 that could have contributed to the reported defect. Through visual analysis of the provided samples, silicone droplets were observed on the catheter components. Silicone droplets occur when an excessive amount of silicone is dispensed during the catheter siliconization process. The silicone droplets do not cause damage to the user and the silicone is applied to aid the insertion of the catheter during venipuncture. A corrective action plan (CAPA 450094) has been initiated to further investigate and prevent this issue.

Event description:
It was reported that bd angiocath¿ IV catheter had foreign matter contained in the catheter material. No serious injury or medical intervention was reported.